Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this 400 pound patient was implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system during which the induction into ventricular fibrillation (vf) was unsuccessful and this patient required external resuscitation, resulting in a procedure delay. The shock impedance was approximately 140 ohms during this time. The following morning the field representative confirmed the system impedance was 95-100 ohms however was not confident that this was accurate. This s-ICD chose alternate vector, and the morphology amplitude was small. As there was a concern with long term management of the impedance and amplitude it was decided to explant this s-ICD and replace with a transvenous device system. This s-ICD was explanted and replaced successfully. A return request is being sent in attempt to obtain this s-ICD. No additional adverse patient effects were reported.